Event description:
The customer reported a generator error and communication failure between the generator and the workstation. This situation results in a loss of system functionality. There is no report of injury or death associated with the event described in this complaint.

Manufacturer narrative:
A ge service rep performed an on site investigation. The battery pack was replaced. The boards and connectors were reseated during the service call. The system was tested and found to be working as intended and put back into service.